Event description:
It was reported that the customer's insulin pump was damaged. The customer attempted to rewind the device, but it alarmed motor error. Unable to perform the displacement test. Advised the caller that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test as a result of a protruded/loose drive support disk. The motor passed the motor test. The device had scratched display window, cracked battery tube threads, cracked reservoir tube, and missing end cap sticker.